Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 20/3.0 mm balloon exhibited a pinhole leak. The patient was asymptomatic during this event. The lesion being treated was located in the left anterior descending coronary artery. The physician used a bmw guidewire to cross the lesion. The maverick2 monorail balloon was advanced to the lesion and inflated to 6 atms, but would hold no more pressure. The balloon was deflated, removed and replaced with another maverick2 monorail 20/3.0 mm balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good'.